Event description:
The customer reported that during a hysterectomy, the device blade jammed and the jaws would no longer open. Add'l resection was performed to remove the device. A new device was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a f/u report will be submitted.